Manufacturer narrative:
(B)(4). Results code(s): (operational problem): visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -7.0 diopter, but the lens would not open. The lens was partially inserted into the eye and was removed. There was no patient injury reported. The reporter stated the cause of the event was due to the lens was not loaded correctly. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).